Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n309987009, implanted: (B)(6) 2012, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: n309987009, (B)(6), (B)(4); product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving infumorph with concentration 5.0 mg/ml at an unknown dose rate via an implantable pump for spinal pain. It was reported that a physician had notified a manufacturer field representative that the patient was not doing well after a previously scheduled pump replacement. The event occurred during post-op. The physician did not provide details as to the patient¿s condition but requested a company representative turn pump down to a specific dose. When the company representative arrived at the hospital on (B)(4) 2018 to adjust pump, a home health nurse was present and made the desired dose adjustment as ordered by the physician. It was brought to the company representative¿s attention later that same day, that the physician brought the patient in for a catheter revision. Surgical intervention occurred; the patient had a catheter revision. The patient¿s pump, model 8578 catheter, and model 8709 catheter remained implanted/in-service. The company representative was not present for this case, but their coworker was. Their co-worker stated that the issue was resolved at this time and no other surgical intervention or follow up was required or expected from field representative. The company representative noted that these were the only details they had regarding the patient. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable t be obtained. The patient¿s medical history and weight were indicated as having been requested but were not available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The company representative was on call on the evening of (B)(6) 2018 and covered the catheter repair and wound cleanup for the patient. During the case the physician noticed the pump segment of the catheter was ruptured close the pump connection site. The physician removed the damaged portion of the catheter which was 15 cm and repaired it with a model 8578 (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the reason for the pump replacement was the pump was approaching end of its life. The cause of the pump segment of the catheter having been ruptured close to the pump connection site was not determined. It was noted the hcp doubted the patient was doing well after the previously scheduled pump replacement related to the ruptured catheter; however, it was also noted the patient not doing well had been resolved. In regard to the device status, the pump was in place and functioning. No further complications were reported/anticipated or expected.